Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging issue related to a bipap device's sound abatement foam. The patient alleged bacterial lung infection, cough with mucus and shortness of breath/difficulty breathing. The patient is on medication prescribed by the pulmonologist and device as treatment. The reported events bacterial lung infection, cough with mucus and shortness of breath/difficulty breathing, and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as related to the device in this case. Based on the available information, the manufacture concludes further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to an adverse event. Section b3 updated. Section h1 has changed to reflect a serious injury. Section h6 updated in this report.